Manufacturer narrative:
(B)(4).

Event description:
New information received notes possible microdislodgement of the rv lead. Programming changes were made to address the high capture threshold.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the rv lead exhibited high thresholds. The patient was given cortisone as the physician determined the issue was attributed to post-implant inflammation. The patient's condition was reportedly good.